Manufacturer narrative:
Mfg records and quality documents were reviewed. The mfg and quality document review confirmed that all postero stabilized cemented femurs released to the field of lot number 021206 (8 mfg and 4 sent to (B)(6), 2 to (B)(6), 2 to (B)(6)) conform to the specification valid at the time of MFR, including dimensional and shape values. The mfg and quality document review confirmed that all postero stabilized inserts released to the field of lot number 021153 (5 mfg and 2 sent to (B)(6), 2 to (B)(6), 1 to (B)(6)) conform to the specification valid at the time of MFR, including dimensional shape values. The mfg and quality document review confirmed that all tibial baseplates released to the field of lot number 031571 (30 mfg and 2 sent to (B)(6), 4 to (B)(6), 1 to (B)(6), 23 to (B)(6)) conform to the specification valid at the time of MFR, including dimensional and shape values. The device has been returned and an investigation into the root cause and possible corrective action is in progress but not complete at this time.

Event description:
A total knee revision surgery was performed approx. Five years from the primary surgery. The revision was required due to breakage of the postero-stabilization peg of the insert.